Manufacturer narrative:
Batch review performed on 05 may 2026: mectacer 01.29.204 mectacer head biolox delta dia.32 12/14-s (k112115) lot. 2520668: (B)(4) items manufactured and released on 03-sep-2025. Expiration date: 2030-jul-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.3237hct flat pe hc liner d 32/b (k112115) lot. 2526515: (B)(4) items manufactured and released on 26-nov-2025. Expiration date: 2030-nov-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. R&d analysis visual inspection performed on 29 april 2026. From the received part it was not possible to determine the root cause of the event; no implant defects were noticed on the device and the only visible sign was a black spot probably occurred during the revision and the contact with the metallic instruments. Root cause: from the received part and the available information, it was not possible to determine a definitive root cause of the event; no implant defects were observed on the device, the only visible sign being a black spot likely caused during the revision due to contact with metallic instruments, and the device history record review does not indicate any potential manufacturing-related issue nor any evidence that the device may have caused or contributed to the event.

Event description:
Revision surgery due to implant dislocation after about 2 months from the primary surgery. During the surgery the head was changed from size s to size m.